Manufacturer narrative:
Image review: the journal article contains six (6) images capturing the severe in-stent stenosis, quite tight at the proximal part of the stent involving the ostium of the diagonal branch. The images capture the inflation of the sprinter legend balloon and the dissection distal to the lesion site following rupture of the balloon at 22 atms. Further images capture the rotational atherectomy, balloon dilatation and the vessel post deployment of three resolute integrity stents. (B)(4). Internet address for source literature: http://dx.doi.org/10.1155/2017/3168067. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented at ae complaining of chest pain and was admitted to the cardiac intensive care unit with the diagnosis of non-st elevation myocardial infarction. Angiography revealed in-stent restenosis in the proximal lad. The physician decided to treat the target lesion using a sprinter legend rx balloon. The lesion remained un-dilatable. On the third attempt, the balloon was inflated to 22 atm and it was reported that the balloon ruptured and a massive dissection occurred beginning immediately after the distal part of the un-dilatable lesion. The patient started complaining of chest pain and the ECG monitor showed st segment elevation in lead v1. An attempt was made to stent distal to the un-dilatable lesion unsuccessfully, due to inability to pass the lesion. Expansion of the stenosis with a cutting balloon failed completely as it did not even manage to go through the critical part of the lesion. In the meantime, the patient was still in pain and became haemodynamically unstable making inotropic support necessary. After considering CABG, treating dissection with prolonged balloon inflation , the physician decided to use rotational atherectomy and stenting. A sprinter otw balloon was placed at the distal part of the lad. Rotational atherectomy was successfully performed with a 1.25 mm burr, but the lesion was still un-dilatable with a 2 mm semi-compliant balloon. The burr was upgraded to a 1.5 mm and successfully rota-blated the lesion once more. Dilation was performed using sprinter legend balloons and the dissected and the previously un-dilated segment were stented. Three resolute integrity des were placed in a row starting distally and moving proximally with a favorable angiographic result. The patient was pain-free at the end of the procedure and a modest troponin I elevation was observed the next day. Patient was discharged three days later.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.